Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a patient alert that the device had reached elective replacement indicator (eri). Technical support (ts) was contacted and confirmed that the eri alert was false. The eri was cleared with the assistance of ts to resolve the event and the patient was stable.